Event description:
Information was received from a friend/family member of a patient implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient had a sudden return of symptoms on the right side four days prior to this report. The symptoms have gradually worsened since then. It was noted that the patient had fallen over and hit their head about a month prior to this report, but it was not thought to be related to the return of symptoms. The patient was unable to adjust stimulation on the right side as they encountered the upper limit. The programmer showed the left side at 380 and right side at 330. It was noted the patient would be following up with their healthcare professional (hcp). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.